Event description:
It was reported that during device revision, electrocautery was used and the device exhibited a diagnostics anomaly. A follow up would be scheduled to treat the patient.

Event description:
New information noted that the device continued to exhibit the same diagnostics anomaly during follow-up on (B)(6) 2015. A software download successfully restored the device.